Event description:
New information notes that programming changes were made on (B)(6) 2019 and the issue was resolved. The patient condition is stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Rn called tech services to report a patient who presented via merlin.net device transmission with ams episodes. Upon review, tse discussed ventricular events were being blanked during atrial pacing. Tse discussed extending the av delay from 200 to 275 ms to offset the timing cycle.